Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation attached to a removal tool (image 1-3). Visual inspection of the as returned product identified wear and debris about the implant threads. The collar is confirmed to be fractured. Based on this information, device malfunction has occurred and the reported event is confirmed. DHR review was completed for the subject lot number 61928967. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
It was reported that the implant (tsvtwb10) fractured. It was also reported they removed the implant and placed bone graft in the site.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) k101880. Product not returned to manufacturer.

Event description:
It was reported that the implant (tsvtwb10) fractured. It was also reported that they have not yet removed the implant till this date. They also reported that they plan on removing it in future, but they do not have a date set for removal of fractured implant.